Event description:
It was reported that while in use of a cassette reservoir, a no disposable alarm was noted. Subsequently, the cassette was changed. No patient consequences were reported. No adverse effects were reported. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No problems or issues were identified during this device history review. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.